Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that there was a "problem" with a graspit urological grasping forceps. According to the complainant, the device was given to the purchasing department with a note that stated "it's defective." Additional event and patient information is reported to be unavailable.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4): although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.